Manufacturer narrative:
Device history review: a review of the device history record showed the device had a manufacture date of 08/10/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had "accuracy - low (volume, temp, pressure), unable to duplicate." It was reported that the medication vancomycin, was hung on syringe pump, volume to be infused (vtbi) of 20 ml, pump alarmed that it was complete but 4.5 ml remained at the end. Pharmacy verified with their system that 20 ml had been drawn up and iaware pulled over that 20 ml had been infused. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, additional patient information not provided.

Event description:
It was initially reported that the device had "accuracy - low (volume, temp, pressure), unable to duplicate" issue. It was later reported that the medication vancomycin, was hung on syringe pump, volume to be infused (vtbi) of 20 ml, pump alarmed that it was complete but 4.5 ml remained at the end. Pharmacy verified with their system that 20 ml had been drawn up and iaware pulled over that 20 ml had been infused. No patient harm. Although requested, further information not provided.